Event description:
It was reported that the guidewire became stuck inside the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: there was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Guidewire was stuck in the lead at time of analysis. It was pulled out with significant traction and the guidewire unraveled inside the lumen of the lead. Because it unraveled, guidewire insertion/withdraw is not possible. No distortion or buckling of the conductors, however there is a lot of blood throughout the lead and this likely dried causing the guidewire to be stuck inside the lead. (B)(4).